Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Visual and functional testing were performed. Physical condition of the device showed broken top case on lower left front corner and broken battery door also cracked on right plunger case. Unable to duplicate the customer's reported issues. The root cause of the reported issues was not determined. Actions taken to mitigate the reported issue: replaced speaker and main board for preventive maintenance. Performed power up process which passed. A corrective and preventative action has been opened to address the reported issue.

Event description:
It was reported that system failure, primary audible alarm, auxiliary control unit watchdog failure and crack on upper case event occurred. No patient injury reported.